Event description:
The customer reported that this bedside monitor (bsm) was having issues with the ECG function. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this bedside monitor (bsm) was having issues with the ECG function. According to the customer, the ECG goes haywire when all 6 leads are applied. The customer will send in the unit to be repaired. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. D10 (B)(6) 2024 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6) 2024 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 (B)(6) 2024 emailed the customer via microsoft outlook for device information: no reply was received.

Manufacturer narrative:
Details of complaint: the customer reported that this bedside monitor (bsm) was having issues with the ECG function. According to the customer, the ECG goes haywire when all 6 leads are applied. The customer will send in the unit to be repaired. The unit was not in patient use at the time. Investigation summary: based on the evaluation of the returned device, this complaint is confirmed. The root cause of the reported issue is due to internal component failure. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative UDI related data quality updates corrected information: d1 brand name: corrected the brand name from bsm-1733a to life scope pt. D4 additional device information / model #: corrected the model # from bsm-1733a to bsm-1733. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k08342 to k220976. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that this bedside monitor (bsm) was having issues with the ECG function. There was no patient injury reported.